Manufacturer narrative:
The returned device was analyzed and a longevity calculation confirmed the device did not last as long as expected. A review of the device memory noted several memory errors recorded in (B)(6) 2019. As designed, after three such memory errors were recorded, this device reverted to safety mode where basic sensing and pacing therapy remains available. Next the device case was removed to facilitate inspection and testing of the internal components. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Detailed analysis of the battery identified an internal short, which was caused by a tear in the cathode insulating tube. The short resulted in the memory errors identified in the laboratory setting, in the clinically-observed reversion to safety mode operation, and in premature battery depletion.

Event description:
It was reported that during a routine follow up this device was explanted due to the inability to interrogate the device. The physician noted that the "device" was in safety mode. The device was returned. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that during a routine follow up this device was explanted due to the inability to interrogate the device. The physician noted that the deice was in safety mode. The device will be returned. No adverse patient effects were reported.